Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that intermittent atrial undersensing was observed whenever the patient was in a device classified atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.